Manufacturer narrative:
Concomitant medical devices: product ID: 8731, lot# b002711n13, implanted: (B)(6) 2003, product type catheter (B)(4).

Event description:
Information was received from a consumer regarding the delivery of dilaudid (unknown concentration and dose) in a pain pump for non- malignant failed back surgery syndrome. The pump quit working in 2006. The patient went through delirium tremens (dts) with the pump quit working. The patient quit going to the healthcare provider (hcp) and dealing with pain medications/pump because the hcp would not cooperate with him. The pump was reportedly still filled with dilaudid from 5-6 years ago. The hcp refused to remove the pump. The patient thought the pump did not work and did not want to bother with it anymore. The patient was going to leave the pump implanted until he dies. The patient did not currently have a managing hcp. Additional information was requested from the hcp regarding troubleshooting, actions/interventions taken, the cause of the pump issue, and if the issue resolved.